Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer may have insulin built up under the skin and inquired on steps to take. Caller was advised to contact healthcare professional and was also advised if site bled to apply pressure. Customer's blood glucose was 400 mg/dl. Troubleshooting for high blood glucose was declined. Customer would call back.